Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'improper shutdown' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages but it was not reproduced during service. Evaluation did not reveal a device malfunction related to the failure. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was shutting off with full battery. The minor movement of the battery module can induce a hard shutdown of these infusion pumps when not plugged in. Simply bumping into, or touching this battery module would cause the pump to shut off entirely. Most of the time, alarmed an improper shut down during testing at the biomed service department. There was no patient involvement. No additional information is available.